Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine done (B)(6) 2017') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("my back hurts a lot"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and back pain outcome was unknown. The reporter considered back pain and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: back pain, medical device removal. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.